Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4074-52 lead implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited post-operative high thresholds due to a dislodgement. The pocket was re-opened and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.